Manufacturer narrative:
Product analysis: at analysis it was noted that an error occurred and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the upper case was broken, the display was out of specification electrically, the wires were pinched but the insulation was not compromised, the on/off button was flat (out of specification mechanically) and that the device was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.